Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This component is provided by one of our suppliers. The root cause identified is thus a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the waste fluid bag of a prismaflex st100 set during prime. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the lot number 22h0050 is associated with product code 107636. Therefore, the lot number has been updated to unknown with product code 955468. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.